Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the fiber/glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the metal cap does not exhibit signs of breakage; the glass cap exhibits moderate devitrification and crystal deposits; the metal cap exhibits severe detritus adhesion and mild crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint 'metallic cap broke' could not be confirmed; the glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure , "broken fiber" @ 237,030 joules and 37 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: "no injuries to the patient".